Event description:
Additional information received from the patient reported she found a good setting that was working for her symptoms during the day; she was on program 3 since one month ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient asked about diarrhea that they were still been having, also patient wanted to know if they could lower stimulation down due to occasional pinch that they felt. It was explained to patient that they could lower and stimulation shouldn't cause pain or discomfort. Patient was advised to consult with healthcare professional for more information. Additional information reported that the patient had ¿lots of leakage¿ in the past two months prior to the day of the report. The patient¿s symptoms would frequently become worse. The patient reported that they would turn stimulation up and would help some. The patient also reported that they experienced a fall two weeks prior to the day of the report. It was noted that the patient also experienced a pinching sensation in their bowels the patient would receive therapeutic benefit during the day but at night they had a leakage problem. The patient was on program 4 at 3.2 and felt that was too high so they turned stimulation down. The patient was receiving symptom control 50% or better. The patient was implanted for urinary incontinence a/sacral nerve stim and gastrointestinal/pelvic floor.